Event description:
Patient rpeorted obtaining back-to-back blood glucose results of 426 mg/dl and 64 mg/dl, while using the suspect device. Based on the reading of the 64 mg/dl, pt self-treated, by drinking ginger-ale and eating strawberries. No pt injury was reported. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.